Manufacturer narrative:
B2, b5, b7 g1 (manufacturing site name and address), h6 updated. H3, h6: the reported device was received for evaluation. A visual inspection of the returned device found that it is not in its original packaging. The screw is fractured and there is debris in the threads. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of the customer provided image found a fractured screw with packaging confirming the product identification information. It was determined the device did not contribute to the reported event. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. A complaint history review concluded this was an isolated event. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the polymer found that the storage requirements for the material are specified, and the material must comply with provided percentage composition specifications as measured by ash test. A review of the complaint revealed there were no patient injuries reported and no apparent patient impact based on the details provided. Therefore, no further medical assessment is warranted. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during an acl reconstruction, during the screw tightening into the tibial canal along the nitinol guide, the distal portion of the biosure screw broke. All the pieces were removed from the patient using an arthroscopic grasper. A surgical delay greater than 30 minutes was reported and the procedure was completed using a back-up device. No other complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during a reconstruction of the acl, during the screw tightening into the tibial canal along the nitinol guide, the biosure screw broke. A delay greater than 30 minutes was reported, the procedure was completed using a back-up device. No patient injury or other complications were reported.

Manufacturer narrative:
H10 h6 the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was a relationship found between the subject device and the reported incident. A complaint history review concluded this was an isolated event. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A review of the raw materials found storage requirements and that applicable tests were appropriately specified. A material certificate of analysis was required for the raw material. A review of the customer provided image found a fractured screw with packaging confirming the product identification information. The complaint was confirmed. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, or an inadvertent impact event. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event.